Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033126) on 03-feb-2014. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain more often than I ever had before, mainly on left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amenorrhoea ("menstrual cycle has been off"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and amenorrhoea outcome was unknown. The reporter considered amenorrhoea and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfa received: case become incident. Essure removal date and surgery added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033126) on 03-feb-2014. The most recent information was received on 02-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain more often than I ever had before, mainly on left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amenorrhoea ("menstrual cycle has been off"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and amenorrhoea outcome was unknown. The reporter considered amenorrhoea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. On 28-jan-2020: pif received. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033126) on 03-feb-2014. The most recent information was received on 22-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain more often than I ever had before, mainly on left side') in an adult female patient who had essure (batch no. 867691) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amenorrhoea ("menstrual cycle has been off"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and amenorrhoea outcome was unknown. The reporter considered amenorrhoea and pelvic pain to be related to essure. The reporter commented: according to (mr) insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure procedure has been previously performed with two wires in place and the fallopian tubes are occluded bilaterally. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received. Lot number was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033126) on 03-feb-2014. The most recent information was received on 13-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain more often than I ever had before, mainly on left side') in an adult female patient who had essure (batch no. 867691-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amenorrhoea ("menstrual cycle has been off"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and amenorrhoea outcome was unknown. The reporter considered amenorrhoea and pelvic pain to be related to essure. The reporter commented: according to (mr) insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure procedure has been previously performed with two wires in place and the fallopian tubes are occluded bilaterally. The lot number reported (867691) is not valid. Most recent follow-up information incorporated above includes: on 13-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.